Manufacturer narrative:
During an internal review on 08-apr-2025, noted the following corrections to the 3500a follow-up #2. D4. Lot from 60000360 to 31401462l. D4. Primary UDI number from (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a vizigo sheath and observed a string coming off of the octaray mapping catheter when removing it from the vizigo. Abnormalities noticed on the octaray mapping catheter splines when removing it from the vizigo at the end of the procedure. It appeared as those one of the splines had a string coming off of it. All electrodes were still connected and intact after inspection. The vizigo was also included in this complaint as it is unclear which device is at fault. The octaray mapping catheter was not in the body during ablation. It was exchanged in the vizigo twice in total and the abnormality was not noticed. No patient consequence. Additional information 03-mar-2025. The physician did not feel any resistance while introducing or retracting the catheter from the sheath. No lifted or sharp rings that could be detected with the naked eye. The insertion tool was used during the procedure. The needle was not pre-shaped previously to be inserted into the sheath. The needle product details were not known. The issue of the string coming off of the octaray mapping catheter when removing it from the vizigo was assessed as MDR reportable under the vizigo sheath .

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During the initial reported event, the issue of the string coming off of the octaray mapping catheter when removing it from the vizigo was assessed as MDR reportable under the vizigo sheath as no damage to the octaray mapping catheter had been reported. However, during the device evaluation of the octaray mapping catheter, revealed a lifted electrode and plastic foreign material attached to the damaged electrode and was assessed that the issue could be related to the damaged electrode on the octaray. Based on this information on 24-mar-2025, the suspected device has been reassessed and updated from the vizigo to the octaray mapping catheter. The vizigo is considered concomitant. Therefore, updated the following fields: d1. Brand name, d2a. Common device name, d2b. Procode, d4. Catalog, d4. Lot, d4. Expiration date, d4. Primary UDI number, d9. Device available for evaluation?, d9. Is device returned to manufacturer?, d9. Date device returned to manufacturer, g1. Manufacturing site name, g1. Manufacturer site addr. Street line 1, g1. Manufacturer site addr. Street line 2, g1. Manufacturer site city, g1. Manufacturer site zip code, g1. Manufacturer site postal code, g1. Manufacturer site country code, g1. Manufacturer site email, g1. Manufacturer site phone, g4. PMA/ 510(k), h4. Device manufacture date, and h6. Medical device problem code. In addition, added to d10. Concomitant medical products and therapy dates section "8.5f sheath with curve viz mdc". The device evaluation details: it was reported that a patient underwent an ablation procedure with a vizigo sheath and observed a string coming off of the octaray mapping catheter when removing it from the vizigo. The biosense webster, inc. Product analysis lab received the device for evaluation on 28-feb-2025 and per the evaluation completion on 07-apr-2025, observed a lifted electrode and plastic foreign material attached to the damaged electrode. The bwi product analysis lab became aware of the additional finding of the lifted electrode on 07-apr-2025 and have also assessed this returned condition as reportable. The octaray nav product was returned to johnson & johnson medtech (j&j) for evaluation. Johnson & johnson medtech conducted a general inspection through the visual inspection. Visual inspection of the returned device revealed a lifted electrode and plastic foreign material attached to the damaged electrode. Due to this material, a fourier transform infrared spectroscopy (ftir) analysis was requested and it was concluded that the white filament spectral features strongly indicate that the white filaments found on the catheter electrodes are composed of polytetrafluoroethylene (ptfe) which could be related to the sheath used in the procedure as this material is used as an internal component of the shaft in the carto vizigo sheaths. The detachment of ptfe could be related to the damaged electrode on the octaray. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported by the customer was confirmed. The ptfe particle attached to the spline and lifted condition of the electrode could be related to the interaction with the sheath during procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter through the guiding sheath if resistance is encountered. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: environment problem identified (c15) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿a string coming off of the octaray mapping catheter ¿ issue. In addition, biosense webster inc. Analysis finding of a ¿plastic foreign material¿. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿a string coming off of the octaray mapping catheter ¿ issue. In addition, biosense webster inc. Analysis finding of ¿a lifted electrode¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).